Event description:
There was no white hemostasis valve found on the introducer sheath/hemostasis valve assembly. There was profuse bleeding after insertion due to the absence of the valve. Event complications: (profuse bleeding reported 10/24/96). Pt's current status: unk. Reported 10/24/96.

Manufacturer narrative:
A white, 10 french, 6 inch sheath/hemostasis valve assembly was returned for evaluation with blood noted on the exterior of the device. Visual examination revealed that the white rubber diaphragm was seated properly within the hemostasis cap and body. It was possible to pass a folded laboratory iab through the returned assembly without difficulty. Laboratory testing did reveal that the valve prevented the back-flow of water when a laboratory catheter was in place through the assembly. No leaks were found in the device. Probable cause of difficulty: it was reported that no valve was present on the sheath yet a hemostasis valve was returned for evaluation. Based on the examination of the returned valve, no defect was found in the device. Although conjectural, it is possible that the valve was not tightly secured to the sheath hub. If this was the case, excessive bleeding would also have resulted.